Event description:
It was reported that a user newly initiated on the ilet pump experienced a low blood glucose event to 40 mg/dl with shakiness and sweating, treated with oral glucose, and temporarily disconnected and paused the pump due to concern. Symptoms included hypoglycemia with autonomic signs. Outcomes included user-performed correction with oral glucose and subsequent stabilization of blood glucose to 115 mg/dl, along with education and transfer to a clinical management line for further counseling. Investigation included troubleshooting and education regarding pump use and avoidance of prolonged pausing or disconnection. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear in the context of early use and user-initiated pump interruption. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.